Event description:
It was reported that the ventricular lead exhibited loss of capture. This was noted at 2.0 v at 0.4 ms bipolar. Upon testing, the capture threshold rose from 0.75 v at 0.4 ms at implant to 3 v at 0.4 ms. Polarity was switched to unipolar and there was a complete loss of capture and less than 200 ohms impedance. Programming was switched to bipolar at 5.0 v at 1.0 ms, and normal capture resumed. The patient would be monitored.

Manufacturer narrative:
Na